Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, a guide wire tip detachment and vessel dissection occurred. The lesion was located in a left internal mammary artery (lima) graft. Upon attempting to cross the target lesion with a pt2 guide wire and another MFR's balloon catheter, the tip of the guide wire fractured. The tip of the pt2 guide wire was removed with the balloon catheter. It was reported that physician spent 40 minutes attempting to advance another MFR's guide catheter across the lesion and a vessel dissection occurred. The dissection was treated by stenting with an unspecified bare metal liberte at the origin of the left internal mammary artery (lima) graft. The procedure was aborted due to the inability to cross the target lesion. No further complications or injuries were reported. The pt status was reported as "stable."

Manufacturer narrative:
The device has not been received for analysis. Upon receipt, and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.